Event description:
I was sent a replacement bi-bap phillis device to replace the prior one that made me ill, the new device is worse. This is the second time my device has failed and caused me medical issues. Reference report mw5116532.